Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: multiple scratches were found along the display lens. Unrelated to the initial complaint, the pump booted to the verify screen with a dim pink contrast. The battery cap was not returned with the pump; a test cap was used during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched and that there was no moisture or corrosion in the pump. This complaint is being reported because it was not specified whether the display was still legible. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).